Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer required assistance due their bg level and was given a correction bolus via pump and water. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. It was also reported that the pump's alarm volume and vibration were too low. The customer's blood glucose level was 40-400 mg/dl. Customer addressed their low bg level with orange juice and cookies. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error/training. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump.